Event description:
It was reported that during an unknown procedure, the device malfunctioned. No other details of the event were provided. It was not reported how the procedure was completed. No patient impact reported.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time. Additional information:the procedure was a laparoscopic cholecystectomy. The surgeon went to use the device; he squeezed the handle and the clip did not clamp down completely. They did not form. The clips were removed and a new device was used to complete the procedure.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned for analysis and upon inspection the jaws were found to be in a yielded condition making the device non-functional. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.